Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the customer did not hear the alarm as the alarm was not generated. Per staff present during the time of the event, the device generated a yellow arrhythmia alarm for st multi ii, avf; however, staff thought the alarms should have been labeled vt with a red alarm. It was indicated there was no harm to the patient, but this patient did require defibrillation. In addition, the user indicated they do not enable arrhythmia analysis when entering the patient into the system; however, the staff does enable this functionality at certain times during the patient's stay. Simulated testing revealed alarms were generated appropriately at both the monitor and central station. Per the customer's request, the option within the configuration which allows staff to deactivate the ECG alarms manually was blocked for users. The user also mentioned additional issues they have been experiencing, listed as follows: asystole alarm is displayed on the monitor but is not recorded, which was resolved by disabling the ECG on the monitor and recording failures. The customer requested both central stations be configured the same way, as behavior is different at present. Follow up was conducted and the field service engineer (fse) provided the following additional information: the user indicated CPR was required but it was unknown if a defibrillator was used. It was clarified the central station was providing an alarm, but the user thought the alarm should have been red instead of yellow; however, as the users only respond to red alarms the yellow alarm may have been ignored. There were no recording issues noted. The patient was still in the ICU at the time of this assessment.

Manufacturer narrative:
Philips received a complaint on the patient information center ix indicating that the customer did not hear the alarm as the alarm was not generated. Per staff present during the time of the event, the device generated a yellow arrhythmia alarm for st multi ii, avf; however, staff thought the alarms should have been labeled vt with a red alarm. It was indicated there was no harm to the patient, but this patient did require defibrillation. In addition, the user indicated they do not enable arrhythmia analysis when entering the patient into the system; however, the staff does enable this functionality at certain times during the patient's stay. Simulated testing revealed alarms were generated appropriately at both the monitor and central station. Per the customer's request, the option within the configuration which allows staff to deactivate the ECG alarms manually was blocked for users. The user also mentioned additional issues they have been experiencing, listed as follows: asystole alarm is displayed on the monitor but is not recorded, which was resolved by disabling the ECG on the monitor and recording failures. The customer requested both central stations be configured the same way, as behavior is different at present. Follow up was conducted and the field service engineer (fse) provided the following additional information: the user indicated CPR was required but it was unknown if a defibrillator was used. It was clarified the central station was providing an alarm, but the user thought the alarm should have been red instead of yellow; however, as the users only respond to red alarms the yellow alarm may have been ignored. There were no recording issues noted. The patient was still in the ICU at the time of this assessment. Clinical assessment was performed. The original complaint description indicates healthcare staff was present during the cardiac arrest event and noted the bedside monitor and the central station were alarming for a yellow alarm, though staff thought the alarm should have been a red alarm. In addition, the customer indicated there was no harm related to the alleged alarm discrepancy. Based on this information, the cardiac arrest event was witnessed by staff, so the alleged device issue did not result in any harm to the patient. The CPR and/or defibrillation was in response to the cardiac arrest. The fse instructed the user on how to use the alarm function from the beginning in order to establish a correct analysis patern. An ECG simulator was connected to the monitor and several types of arrhythmias were generated. The alarm function activated correctly; both yellow and red alarms with associated sounds occurred in both the central station and in the monitor. The configuration was changed to prevent the ECG alarms from being deactivated at the central station. The complaint was escalated for technical investigation. A product support engineer reviewed the clinical audit log and data provided. The clinical audit log shows that, although the reported time of the incident was "about 23:00", the monitor mona10 (bedlabel a410) was switched on at 23:16 on 7th nov. From devicedebug.log: 23:16:53.926 11/07/24: mona10: at 11/07/24 23:16.49: monitor started there have been no alarms before, but starting at 23:16 there were several alarms reported in the auditdata: this is where the monitor was switched on (several normal inops that show that no electrodes were attached and so on) so it looks like they started monitoring at this time and attached all cables. At 23:21 the first alarms started as yellow alarms which were also announced at the central. At 23:23 the first yellow alarm st multi avf alarm was generated and also acknowledged and at 23:28 there was also a red alarm. From the logs it is evident that the central did generate yellow alarms (also audible) and some minutes later also red apnea alarms. If the customer expected a different alarm or a different behavior, then it would be necessary to view some traces of the ECG during the time of event and the configuration of the monitor. The configuration files and traces from the time of the event were unavailable at the time of the investigation. Based on the information available and the testing conducted, the device was functioning as designed and configured. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified; however, the device was reconfigured based on customer's request.